Event description:
Event description cpi received information that two bipolar leads were dislodged. An invasive procedure was performed on 06/27/96 to remove lead model 4261 serial 239737 for dislodgement, a new bipolar lead was implanted, model 4285 serial 207503. On 06/28/96 the lead model 4285 serial 207503 had dislodged, an invasive procedure was performed to remove and replace the lead with a new bipolar lead. * the physician's manual 352527-003c, page 15, lists displacement as an adverse effect.